Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed. The reported complaint could not be verified as the device was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. There was no product deficiency allegation against the lens. As reported, the lens was removed due to patient¿s weak capsule. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a vitrectomy was performed after an intraocular lens, model z9002 26.0 diopter, was inserted and removed during the same procedure. The patient's weak capsule would not hold the lens. Another z9002 of the same diopter power was used as a replacement lens. There was other no patient injury and the patient was fine. No further information was provided.